Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor mini generated a low pressure alarm. There was no patient involvement. (B)(4).

Manufacturer narrative:
The compressor mini was investigated by our field service engineer. The compressor displayed alarm for low pressure. The integrated compressor with motor unit was replaced but not returned for investigation. The compressor passed all functional and safety tests per factory specifications, was returned to customer and cleared for clinical use. The root cause of the reported issue cannot be determined due to lack of goods returned for investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).